Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument will not hold the cutting blocks- it wobbles.

Manufacturer narrative:
Examination of the submitted device found the locking tabs bent inward. This type of damage would indicate the handle was manipulated side-to-side while attached to the mating instrument and put a force on the tabs allowing them to bend at the uncut location. The root cause is attributed to user technique. No corrective action is being pursued at this time based on no evidence of patient harm and the low frequency of reported events. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.